Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Dr reports patient status post abg ii modular revision done on (B)(6) 2015 has had recurring dislocations at least twice. Dr decided to revise the head to a longer size. The procedure was performed through the anterior approach. The head was carefully removed, a longer trial head was used. Dr decided to change the liner to a 36mm liner and use a +5 36mm head which gave the best stability. The surgical site was closed.

Manufacturer narrative:
Device information updated to unknown per additional information received. An event regarding dislocation involving an unknown head was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x rays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Dr reports patient status post abg ii modular revision done on (B)(6) 2015 has had recurring dislocations at least twice. Dr decided to revise the head to a longer size. The procedure was performed through the anterior approach. The head was carefully removed, a longer trial head was used. Dr decided to change the liner to a 36mm liner and use a +5 36mm head which gave the best stability. The surgical site was closed.